Event description:
It was reported that the patient experienced ¿severe respiratory depression¿ following a pump refill, and a resuscitation procedure was necessary in the intensive care unit (ICU). One day following the refill, the pump reservoir was emptied and 6 ml of medication missing according to the programmer. The patient presented with overdose symptoms. The patient outcome to the overdose event was reported as ¿fine and without sequelae¿. It was later reported that there was no troubleshooting performed with the device, and the hcp was planning replace the pump in the coming weeks. The pump had been implanted "some time" in 2007, with the exact date was not known to the reporter, and still had an elective replacement indicator (eri) of 13 months. The pump was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was receiving 6000mcg/ml of fentanyl. There was at least one reservoir volume discrepancy. The pump was to be explanted within the few months following the report. The patient had "similar symptoms" to a patient that experienced dizziness and was found unconscious/comatose. See manufacturer report # 3004209178-2013-10675 for event involving patient referenced in this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, product type catheter. (B)(4).